Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Atrial pacing impedance was stable at 275 ohms throughout record dating back to (B)(6) 2013. An alert for out of range subthreshold lead impedance occurred on (B)(6) 2015 when there was a minimum impedance measurement of 114 ohms. Concomitant medical devices: c2tr01 ipg, implanted on (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was out of breath while walking. The patient also reported being dizzy and near syncope for several weeks. Both the right ventricular and the left ventricular leads had high thresholds. The right atrial lead had low pacing impedance. All three leads were reprogrammed and remain in use. The patient continues to be monitored by the physician. No further patient complications have been reported as a result of this event.